Manufacturer narrative:
(B)(4). The subject rd900aeu neopuff is currently en route to fisher & paykel healthcare in (B)(4) for inspection. We will submit our findings in a f/u report following receipt of the device and completion of our investigation.

Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's regional office in (B)(4) that an rd900aeu neopuff infant resuscitator was allegedly 'leaking'. No pt consequence was reported.